Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient had not charged the ipg in six months. The patient complained he stopped charging because the charge time had increased and was having to charge several times a week. Subsequently, the ipg was replaced with a new one. Stimulation therapy was restored postoperatively.